Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(4)) displaying warning message "air trap" on the screen was confirmed during functional testing and event log review. The investigation findings revealed that the root cause of the reported complaint was due to a defective air trap sensor as a result of wear and tear. No physical damage on the thermogard console during visual inspection. During console's event log review, "air trap" alert was observed on the event date, thus confirming the reported complaint. Initial functional testing could not be performed due to "air trap" message on the thermogard ivtm system. To remedy the issue, the defective air trap block assembly was replaced. The thermogard ivtm system was re-evaluated and passed all the functional tests. The thermogard system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial #(B)(4).

Event description:
During intravascular temperature management (ivtm) set-up, customer reported that the thermogard xp ivtm system (serial #(B)(4)) alarmed and displayed an 'air trap' error message on the display screen. The customer was unable to clear the error message. No known impact or consequence to patient information was provided.